Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse event of peritonitis (characterized by abdominal pain and cloudy peritoneal effluent fluid), which warranted antibiotic therapy, the removal of the patient pd catheter (not a fresenius product) and transition to back-up hd. The pdrn attributed causality to a touch contamination event; however, no specifics were provided. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency. Staphylococcus epidermidis is part of the normal human biota and is commonly found on the skin, anterior nares, and axillae. Based on the information available, there is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused and/or contributed to the serious adverse event. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum.

Event description:
It was reported that a peritoneal dialysis (pd) patient contracted an infection, requiring the removal of the patient¿s pd catheter (not a fresenius product). No additional information provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient dialysis clinic on (B)(6) 2021 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc elevated, result unavailable) was collected, and the patient was diagnosed with peritonitis. The patient was treated outpatient with intraperitoneal (ip) vancomycin 1500 mg every other day and ceftazidime 2000 mg daily. The patient¿s peritoneal effluent culture result returned positive for staphylococcus epidermidis, and the patient¿s antibiotics were continued. The pdrn attributed causality to a touch contamination event, however no additional details were provided. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. A repeat peritoneal effluent culture performed on (B)(6) 2021 revealed the patient, although asymptomatic, was still positive for staphylococcus epidermidis on (B)(6) 2021. As a result, the nephrologist ordered the patients¿ pd catheter (not a fresenius product) be removed on (B)(6) 2021, and the patient would transition to hemodialysis (hd) as back up renal replacement therapy until the infection clears. The patient had a preexisting arteriovenous fistula; however, it was deemed unusable, and a temporary hd catheter (not a fresenius product) was surgically placed. The patient is tolerating the transition well and retains their liberty select cycler for use once he returns to ccpd.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the lots of products shipped to the patient for three (3) months prior to the event date. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process associated with the reported event. An investigation of the device history records was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements and the lots met all specifications for release. The user guide p/n 480145 was reviewed and indicates "you must use aseptic technique as directed by your pd nurse to prevent infection¿. As per the follow up information received, the incident is attributed to end user error.

Event description:
It was reported that a peritoneal dialysis (pd) patient contracted an infection, requiring the removal of the patient¿s pd catheter (not a fresenius product). No additional information provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient dialysis clinic on (B)(6) 2021 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc elevated, result unavailable) was collected, and the patient was diagnosed with peritonitis. The patient was treated outpatient with intraperitoneal (ip) vancomycin 1500 mg every other day and ceftazidime 2000 mg daily. The patient¿s peritoneal effluent culture result returned positive for staphylococcus epidermidis, and the patient¿s antibiotics were continued. The pdrn attributed causality to a touch contamination event, however no additional details were provided. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. A repeat peritoneal effluent culture performed on (B)(6) 2021 revealed the patient, although asymptomatic, was still positive for staphylococcus epidermidis on (B)(6) 2021. As a result, the nephrologist ordered the patients¿ pd catheter (not a fresenius product) be removed on (B)(6) 2021, and the patient would transition to hemodialysis (hd) as back up renal replacement therapy until the infection clears. The patient had a preexisting arteriovenous fistula; however, it was deemed unusable, and a temporary hd catheter (not a fresenius product) was surgically placed. The patient is tolerating the transition well and retains their liberty select cycler for use once he returns to ccpd.